Event description:
Snare polypectomy and resection of a mass was attempted, but the snare would not completely resect the mass. Snare wire could not be retracted, and therefore the snare could not be retrieved from the pt's stomach. Surgical intervention required. During surgery, cancerous lesion and snare were removed.